Event description:
According to the facility on 8/29/2024," in preparation for an emergent pci, an angiographic syringe from a namic custom kit was prepared and flashed, but it was like pushed back from the connection and flash was not done well."

Manufacturer narrative:
According to the facility on 8/29/2024," in preparation for an emergent pci, an angiographic syringe from a namic custom kit was prepared and flashed, but it was like pushed back from the connection and flash was not done well. Since it was emergent, a new kit was replaced for the procedure. There was no patient involvement. There was no impact to the patient or procedure. The procedure was completed. This issue occurred prior to the pci. A sample is available for evaluation". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.